Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. The customer replaced the defective top platform assembly to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported the accessory arm is broken off the cart. It is unknown if the device was in use at time of the event. The event date was not specified; estimate used.